Event description:
It was reported that the patient underwent a closed reduction under anesthesia due to dislocation, approximately 1,5 year post. Op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Versys hip system femoral stem fiber metal taper 12/14 neck taper size 16 lm body standard neck offset; catalog#78621630; lot#07886625. Converge acetabular system cluster-hole porous shell with seated screw holes 59mm; catalog#;536000059; lot#62192810. Zimmer epsilon acetabular liner, 59/32 mm hooded insert, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 no product was returned or pictures provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced a dislocation when seated trying to tie his shoe. An attempt was made to reduce it but was unsuccessful. The patient was transferred to a separate medical facility and a closed reduction was successful, with pt recommended. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. It was noted the dislocation occurred when the patient was seated and bent over to tie his shoe. However, a definitive root cause cannot be determined as this occurred over a year after the revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this report.